Event description:
Increased wbc count, knee pain, knee swelling, knee effusion, fever. A patient with a history of three major (unspecified) right knee surgeries and two minor (unspecified) right knee surgeries (dates unknown) as well as meniscus removed in 1976. The patient received a series of synvisc injections (indication unknown) to their right knee in 2002 with no adverse effects. The patient began their second series of synvisc injections to the right knee in 2003 (dates unknown). Following their second synvisc injection of the second series, the patient experienced pain, swelling and had 90 cc of fluid removed from their knee. The pt received a cortisone injection. The pt received their third synvisc injection of the second series and approx three hours after the injection, pt presented to the emergency room with excruciating pain. The pt was treated for pain (treatment not specified) and released from the emergency room. Approx 1.5 hours later pt returned to the emergency room in extreme pain with a slight fever and a wbc drawn at the time was noted to be elevated. The pt was hospitalized (dates unknown) and pt's knee was apirated daily. The aspirate was reported by the pt as cloudy in appearance with negative cultures. The pt was hospitalized for a total of five days. The pt reports that the knee pain and mobility are worse than before receiving the second series of synvisc injections.